Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Cause was not known. Customer administered a correction injection to address the BG. Recommendation was made to consult a healthcare provider in regards to diabetes management.